Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) reported that during preventive maintenance (pm) he found that the purge valve assembly was not working and replaced it. The iabp unit passed all functional and safety test per factory specifications and was returned to the customer, cleared for clinical use.

Event description:
A getinge field service engineer (fse) reported that during preventive maintenance (pm) he found that the k3/k5 purge valves were inoperable. There was no patient involved and no adverse event reported.